Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, the implant coil already detached from the pushwire. The tack weld replacement (twr) crimp and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. The coil shield was found to be damaged. During evaluation, the pushwire was broken distal to the break indicator at the manual detachment location (via hypotube) and the release wire was pulled out from the broken location for evaluation of the coin. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the reported information and analysis we are unable to definitively determine the cause of premature-detachment; however, based on our analysis findings user context may have contributed. It is possible the failure to utilize continuous flush may have contributed to the ¿pre-mature detachment¿ of the implant coil. Note: the axium coil instructions for use (IFU) issues the following precaution: in order to achieve optimal performance of the axium detachable coil and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained. In addition, the axium coil instructions for use (IFU) issues the following preparations for use: ¿in order to achieve optimal performance of the axium detachable coil and to reduce the risk of thromboembolic complication, it is advised that a continuous saline flush be maintained between a) the femoral sheath and the guiding catheter, b) the micro catheter and guiding catheter and c) the micro catheter and the implant delivery pusher and the axium detachable coil. Place the appropriate guiding catheter following recommended procedures. Connect a rotating hemostatic valve (rhv) to the hub of the guiding catheter. Attach a 3-way stopcock to the side arm of the rhv, then connect a line for the continuous flush. Attach a second rhv to the hub of the micro catheter. Attach a 1-way stopcock to the side arm of the rhv, then connect a line for continuous flush. For axium detachable coils: one drop from the pressure bag every 3-5 seconds is suggested. Check all fittings so that air is not introduced into guiding catheter or micro catheter during co ntinuous flush.

Event description:
Medtronic received information that this coil was prematurely detached in the microcatheter during coiling treatment of an aneurysm. The patient was treated for a small unruptured, saccular aneurysm located in the anterior communicating artery. It was reported that the physician were able to retrieve the coil from the micro catheter. The patient treated with other coils and procedure was completed. The continuous flush was not administered during the procedure. No patient injury reported as a result of the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.